Event description:
On september 28, 2022, fujifilm corporation was informed of an event involving eg-740ut. It was reported that a duodenal bulb perforation occurred in the patient while undergoing a diagnostic procedure. Emergency laparoscopic surgery was performed following the incident to repair the perforation. There was no death reported with the event.

Manufacturer narrative:
Fujifilm inspected the subject scope and found no abnormalities. Fujifilm was informed that the scope was inserted with the angulation part curved to view the stricture of the bulb of the duodenum from the front. Therefore; the root cause of the bulb perforation is determined to be the procedure performed by the physician.

Manufacturer narrative:
This supplement is being submitted to FDA as a result of fujifilm corporation's commitment to perform a retrospective review of all mdrs submitted between october 1, 2021 and october 12, 2023, due to FDA 483 observations issued to fujifilm corporation on september 22, 2023. This supplement includes missing or incorrect information in the original MDR filing, and previous supplements where applicable.